Event description:
Reference number (B)(4). Event occurred in chile it was reported that the patient faced an insulin flow block alarm and was hospitalized on (B)(6) 2024 due to hyperglycemia . The blood glucose level was 578 mg/dl at the time of event and the patient got treated with intravenous insulin during hospitalization. The patient was also tested for ketones and the result was 7. The symptoms at the time of event were headache and vomiiting. The length of hospitalization was two days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: chile. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.